Manufacturer narrative:
Voluntary mw number (B)(4) was received on 10feb2025. D4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient arrived in clinic with noted damage to modular cable with tape from home applied. The modular cable was replaced. The event required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
A2 - patient age: corrected. B1 ¿ type of report: corrected. B2 - outcomes attributed to adverse: corrected. H1 - type of reportable event: corrected. H6 - health effect: corrected. Manufacturer's investigation conclusion: the reported event of damage to the heartmate modular cable was not confirmed as no product was returned. Multiple attempts were made to obtain additional information regarding availability of images containing the damage and log files, description of the damage, alarms associated with the event, lot number of the modular cable, and if any product will be returned; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The heartmate 3 instructions for use was available for use at the time of the event. Section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.